Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the design evaluation on this second generation instrument was performed. No functional issue could be identified on the instrument. The instrument functions as per the design intent. There was no design related issues identified on the returned instrument. Therefore, this complaint is closed by product development as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an application instrument for the sternal zipfix needs to be repaired and replaced. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. The device has been received, the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.